Manufacturer narrative:
Follow up 11/29/2016: the customer reported that there were no more occlusion alarms after they changed supplies. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 393 (mg/dl). The supplies were changed and a pump bolus was delivered to address bg levels. During troubleshooting, the source of the occlusion could not be confirmed. The customer was reminded of the sources of where blockages can occur and why the pump may declare an occlusion alarm.